Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not remove any residual air from cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was xx mg/dl. There was no adverse impact to customer¿s blood glucose level.